Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and fever. The same day as onset, the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated for the peritonitis with cephalosporin antibiotics (dose, frequency, route of administration and duration not reported). Pd therapy was ongoing. The patient was discharged 19 days after admission. At the time of this report, the patient is recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.